Manufacturer narrative:
Continuation of d10: react 71 catheter product ID react-71 (lot: d043003);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a react 71 catheter did not effectively remove a thrombus and a solitaire fr (sfr) device fractured during delivery. During an emergency thrombectomy, the operator initially attempted aspiration using a react71 catheter, but the aspiration was unsuc cessful. A phenom27 microcatheter (lot 232175575) was then used to deliver an sfr-6-30 thrombectomy stent for clot retrieval. During delivery of the stent, it was noted that the stent suddenly fractured within the microcatheter. The entire system was subsequently withdrawn. It was found that the mid-segment of the stent push rod had fractured. The microcatheter was removed, and part of the stent push rod was withdrawn together with the microcatheter, while the distal end of the stent remained within the react71. A new react71 and sfr-6-30 were then used to repeat the thrombectomy. The procedure was completed successfully. The patient had no adverse reactions after the procedure and was returned to the ward the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).